Event description:
It was reported that during a gastrojejunostomy, the device fired malformed staples. The procedure was completed by add'l suture. The operating time was extended by one hr. There was no pt consequence.

Manufacturer narrative:
Date sent 10/21/2004.